Event description:
The patient reported that the down arrow keypad button became intermittently unresponsive and was sticking (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that ok and down arrow keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts.